Manufacturer narrative:
Potential risks associated with the overall procedure including potential access complications associated with standard cardiac catheterization, balloon valvuloplasty, the potential risks of conscious sedation and/or general anesthesia, and the use of angiography include cardiovascular injury including perforation or dissection of vessels, ventricle, myocardium or valvular structures that may require intervention and bleeding. Per the instructions for use (IFU), cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, the cause of the events that occurred are unknown, but may be related to procedural factors (device manipulation, inadequate visualization).  The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During a transaortic procedure in that aortic position with a certitude delivery system, a 23mm sapien 3 valve embolized into the right ventricle and was explanted.  As reported, wire crossing, and positioning went well. After valve deployment, the valve appeared to have deployed canted in a ¿weird¿ direction. An aortogram was performed and the valve had deployed through the sinus and the muscular part of the heart (intra-ventricular septum) and partially into the right ventricle. An echo (tee) was performed and the valve was stuck closed and embolized into the right ventricle. The valve was not functioning. A decision was made to convert the patient to an open procedure to repair the ventricle perforation and explant the valve. The heart was extremely fragile, and several acute marginal branches were torn with dissection and the heart appeared to be greatly distended. The aorta was then opened transversely. It could be seen to be a tear starting above the left coronary artery and going to the commissure between the right and noncoronary sinus. Through this could be seen a valve in the pulmonary outflow tract. It appeared to have flipped over so that the inflow side was facing distally. This was despite leaving the wire. This valve was cut and then crushed and removed.  The aorta itself was quite fragile as well the tissues. A patch was used to close the aorta.  After the clamp was released, the heart function was poor and did not approve.  The patient could not come off pump and then developed coagulopathy issue.  Lines were removed, and the patient expired.    Of note, the patient had 2 previous open-heart procedures and the conversion of the patient took a long time due to scar tissue. The devices will not be returned for evaluation. Per post procedure discussion with the attending physicians, it is most likely the perforation through the right coronary sinus occurred during the initial wiring for trans-aortic access with 6fr 25cm long sheath (was used due to depth and angle of puncture). The visualization at this time was difficult. The subsequent catheter and wire exchanges as well as introduction of the certitude sheath went smoothly; however, the wire most likely was through the right sinus and membranous septum into the rv. An attempt was made for wire manipulation due to minimal difficulty crossing that also went smoothly after slight wire repositioning. Per images, the crossing (which was in the middle of the valve in the coplanar angle) was most likely tenting the sinus and then transitioned through. Once the valve was deployed, the valve canted anteriorly the angio and echo revealed the placement which was lodged through the sinus towards the rv. During surgical conversion and trying expose (roughly 30 minutes) the heart the valve embolized and eventually lodged in the rvot.

Manufacturer narrative:
Corrected data: reference CAPA-20-00141.